Event description:
It was reported than an overinfusion of demerol had occurred on a patient. Instrument was set to infuse a syringe filled with 50cc of demerol at a rate of 1cc/hr. Nurse discovered demerol had been completely infused into patient within 4 hours. A second infusion was started with a syringe filled with 30cc of demerol at a rate of 1cc/hr with the same instrument, and within 4 hours, all 30 cc's had infused into patient. There was no resultant patient complication.